Manufacturer narrative:
The reported driveline fault alarms and an intermittent power/estimated flow elevation were confirmed via the submitted log file. The submitted log file contained approximately 10 days of data, spanning from (B)(6) 2018 to (B)(6) 2018 and captured 58 yellow wrench advisories associated with driveline fault alarms, beginning on (B)(6). In addition, an intermittent elevation in power/estimated flow was recorded at the end of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the device and no related issues have been reported at this time. No additional information was provided. The heartmate ii left ventricular assist system instruction for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook describe all alarm conditions, as well as the appropriate action(s) to resolve each alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating the plan is to continue monitoring the patient. The patient will remain on an un-grounded cable per family and team discussions. The patient is not a surgical candidate. The system controller was not exchange due to risk outweighed the benefit.

Manufacturer narrative:
Approximate age of device (age of device: 3 years, 9 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was experiencing driveline fault alarms with power spikes during the alarms. During log file analysis it was noted that no pump stoppages were seen.